Manufacturer narrative:
(B)(4). Correction: date of event: actual date of event. The device was not returned for analysis. The reported patient effects are known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery via a 6fr sheath was achieved during the index procedure on (B)(6) 2017. Reportedly, ten days after the closure ((B)(6) 2017), the patient returned to the hospital with symptoms of pain, heat, redness, bruising and an open wound. There was no bleeding. The patient was treated on: (B)(6) 2017 with correction of pseudoaneurysm and mid [minimal invasive direct] revascularization. On (B)(6) 2017 with correction of pseudoaneurysm of right inguinal region. On (B)(6) 2017 a right aorto-femoral revascularization (surgery) following a ruptured femoral aneurysm. The wound healed and the patient was discharged (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure was achieved using a proglide device after a coronary angioplasty. Reportedly, four days post procedure, the patient returned to the hospital with a "wound" at the access site where the proglide sutures were deployed. The physician is reported to be trained in the use of the proglide device. No additional information was provided.